Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3928319 and product code tvtrl. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure in 2017 and the mesh was implanted. It was also reported that in 2018 a piece of the mesh from the bladder and also mesh erosion in the vagina were removed.